Manufacturer narrative:
Based on the claim against the product by the customer noting arm recognition issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed and replicated. The unit was tested on an in-house system and triggered errors 22028, 23007 and 26005. The unit was also tested on the patient side cart fixture test platform (pfpt) and failed lissajous and carriage direction test degree of freedom (dof) 5. The carriage was removed, inspected and tested at the carriage station with no issues found. The complaint regarding arm recognition issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there were issues with arm 4 instrument recognition on the patient side cart (psc). The clinical sales representative (csr) called the technical service engineer (tse) from offsite and stated that the site was having the same issue reported previously but with a tip-up fenestrated grasper instrument. The customer had changed the drape and the instrument with no change. The customer was continuing with the case with 3 arms but had a 4-arm case to follow. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.